Manufacturer narrative:
(B)(4). Batch # t5cv0l. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with a gst60d cartridge reload loaded on the device. The cartridge was received fully fired. In addition seven reloads were received. The reload (b) was received partially fired 1/3. The reloads (c, d, e, f, g and h) were received fully fired. The device was tested for functionality in the articulated position with the returned cartridge reload (b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown how was the bleeding controlled? Unknown how much blood was lost (ml)? Unknown did the patient require a transfusion? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence.

Event description:
It was reported that during a laparoscopic small bowel resection, during the dissection of small intestine with a gold gst reload the stapling firing mechanism got stuck in the second firing sequence. Opening was difficult and the reverse button didn¿t work the first time. But after squeezing hard the knife returned and the device was opened. Thereafter a new resection was made with a new reload. By the resection of the colon with a third reload, the firing felt ¿stiffer¿ than usual, but a good staple formation was observed. During the creation of the side-to-side anastomosis between the colon and small bowel a fourth reload was used, something strange occurred: staples visible in colon and small bowel side, but the anastomosis was fully exposed. Extra resection colon and small intestine, extra blood loss, and contamination abdomen because of open bowel. No patient consequence reported.